Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported vent inop due to a data acquisition printed circuit board assembly/ analog digital converter (pcb adc) reference failure while the device was on a patient. There was no patient harm.

Manufacturer narrative:
The data acquisition board was returned to the manufacturer for failure investigation. The data acquisition (da) pcba was tested and no failures were identified.